Manufacturer narrative:
Concomitant medicl products: product ID: 419478 lead, implanted: (B)(6) 2011; product ID: dtma1d4 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an episode of t-wave oversensing (twos) that was seen on a stored ele ctrogram. It was noted the twos may be related to the patient's dehydration. The lead remains in use. No patient complications have been reported as a result of this event.